Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the insulation was abraded from the inside out at 10 cm - 16.5 cm from the helix end. An abrasion was also noted at 19 cm to 22 cm from the helix end. The etfe insulation of one of the proximal cables was slightly damaged, exposing the cable.

Event description:
It was reported that during a vt ablation under fluoroscopy, it appeared that the shocking cables were outside the main body and insulation of the lead. Additionally, the helix was retracted. The lead was explanted and replaced.